Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 42 mg/dl and high blood glucose with 500 mg/dl. The customer had not reported any symptoms and was treated with food and glucose tablets. Customer's blood glucose value was 42 mg/dl at time of incident. Customer's current blood glucose value was 221 mg/dl. Troubleshooting was performed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose. Customer report customer does not allege pump was over delivering. Customer alleges pump is over delivering and believes the pump is over delivering, because his sugars were low. The drive support cap appears normal (slightly indented). The product was returned for analysis.

Manufacturer narrative:
Device passed the delivery accuracy test. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. Device functioning properly during testing. Device received with minor scratched lcd window, stained keypad overlay, faded serial number label, cracked retainer and scratched case.